Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated parathyroid hormone result for one patient while using the architect intact pth assay. The customer indicated an initial result of 81.5 pg/ml (range provided 15-68.3). The sample had also been tested using the immulite method and generated a result of 52.5 pg/ml (normal range provided 12-65) no adverse impact to patient management was reported. The result was not reported out of the laboratory.

Manufacturer narrative:
(B)(4): an evaluation is in-process.

Manufacturer narrative:
On 09/04/2014 it was determined that the suspect medical device manufacturer location was incorrectly documented. A new manufacturer report (number 3002809144-2014-00178) has been submitted and all further information will be documented under that MDR number. An .evaluation is in-process.